Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 29.1 mmol/l. The customer stated that they ate chocolate which led to high blood glucose levels. The insulin pump was working well. Troubleshooting was not performed for high blood glucose. The device is not expected to be returned for analysis. Frn-unk-rsvr; unomed inf set.